Event description:
During a pulm, rehab session pt on a treadmill I, 02 at 6 lpm full tank. Pt completed 20 minutes. 02 sats. Went down to 84%. Tank guage read 1100 psi however, no flow was coming from tank. Pt placed on another tank, returned to the first tank, flowmeter set at 0 lpm, the pressure guage went very slow from 1000 to 0 psi.